Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the bolus button was over-responsive prior to the reported damage to the bolus button cover. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 03/02/2015-product analysis:the device was returned and evaluated by product analysis on 02/12/2014 with the following findings:the bolus button cover was missing. Unrelated to the complaint, the display screen was dim and discolored. A battery compartment crack was discovered.